Event description:
It was reported that the right ventricular (rv) lead was attempted but not implanted due to damage by the physician. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. It was noted that the distal conductor was extrinsically distorted due to kinking/buckling, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.